Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch® sf uni-directional navigation catheter. During the procedure, the catheter could not deflect. A second catheter was used to complete the procedure. There was no patient consequence. The device was inspected and the device was found in normal condition. During the second visual inspection, the shaft was found damaged with metal exposed near to the tip. Then, a deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the t bar slippage cannot be determined. However, an internal corrective action has been opened to prevent this issue. The root cause of the damage on the shaft cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30030685l number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. Product analysis lab discovered metal exposed on the shaft. Initially during the procedure, the catheter could not deflect. A second catheter was used to complete the procedure. There was no patient consequence. The deflection issue was assessed as not reportable. Since the catheter is unable to deflect, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and discovered on february 14, 2019 that there was damage on the shaft approximately 17.5 cm from the distal tip. Metal was exposed. The metal exposed on the shaft approximately 17.5 cm from the distal tip was assessed as a reportable issue. The awareness date for this record is february 14, 2019.